Event description:
The customer alleged that her blood glucose readings had been higher than usual. She performed control tests while troubleshooting and received a results of 199 mg/dl. The normal control range was 107-148 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a coupon for a new meter were sent to the customer.